Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet and, after a supply change with an infusion set that was not kinked on first change, blood glucose remained elevated at 378 mg/dl; the user administered a manual subcutaneous insulin pen injection and was advised to disconnect from the pump and revert to backup therapy until replacement supplies arrived. Symptoms included hyperglycemia without associated clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings were available, with insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.